Event description:
The device was connected to a patient and the device allegedly gave a shock advised message but, would not charge the defibrillator. The patient's outcome and details were not reported to mpc.